Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2023-04542. It was reported that the patient was experiencing ineffective therapy due to lead migration. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the system was explanted and replaced. Effective therapy was established post-operatively.